Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right external iliac artery. A 7.0 x 40 135cm mustang¿ balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 20 atmospheres. Then, the balloon position was slightly shifted for the next inflation. However, on the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed by simply pulling out from the patient's body and the procedure was completed using a different device. No patient complications were reported and the patient's post procedure condition was good.